Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: concomitant product: the event occurred on an unspecified date of (B)(6) 2021, further described as ¿within the past month." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "at least" five (5) ultra set capd disposable disconnect y-sets leaked. This was identified while draining for continuous ambulatory peritoneal dialysis (capd) therapy. The patient was connected during the reported events. The care giver further clarified the leak was coming from a "tear or hole toward the side and sometimes on the surface" of the drain bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.